Manufacturer narrative:
No conclusions can be made at this time. Device is intended to be a temporary fixation device to aid on the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (ifc) supplied with the device. Patient is a smoker, which can impact fusion.

Event description:
Patient was implanted with monarch screws for a lumber spondy at l5-s1. One of the screws broke in vivo. A revision was performed to replace the screw 6-months after implant. As surgical intervention occurred an MDR is being filed to document this event.